Event description:
The complaint was reported as: the customer alleges that the ball joint that locks the blade to the handle is sticking and they are unable to lock the blade on the handle. No report of a pt injury.

Manufacturer narrative:
It is unknown if the device was used on a pt. No visual or functional inspection can be performed since the defective sample is not available for evaluation. A DHR (device history record) could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for evaluation. No conclusion can be established at this time based on the lack of the defective sample. It is necessary to evaluate the physical sample in order to perform a proper investigation.